Event description:
The hospital staff attempted to use the device for routine ECG monitoring of a patient following a stress test. The device allegedly failed to display the patient's ECG after the 3-lead patient cable was connected. A backup lifepak 9 defibrillator/monitor was made available and used with no other problems reported. There were no other problems reported. There were no adverse affects to the patient reported as a result of the alleged malfunction.